Manufacturer narrative:
Zoll medical corporation has received that product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient with electrode pads attached, the device charged up to 120 joules but would not allow discharge. The medics then obtained another defibrillator and attached to the same set of electrode pads and were able to defibrillate the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.